Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm that was resolved by an infusion set change. The customer also received a failed battery test notification on the insulin pump. Troubleshooting was declined for the failed battery test was declined and the no delivery alarm was a past event, so no troubleshooting could be performed for that issue. Nothing further was reported.